Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured an out-of-range (high) impedance of >3000 ohms on the ventricular rate/sense channel.